Manufacturer narrative:
The remaining device was evaluated and it was determined the allegation of exposed sharp metal edges was reported incorrectly.

Event description:
This report summarizes 8 malfunction events, where it was reported there were accessible sharp metal edges. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   8 devices were evaluated in the field and the issue was confirmed; 7 devices had broken/damaged components, and 1 had a bent component. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported there were accessible sharp metal edges. There was no patient involvement.